Manufacturer narrative:
The actual device has not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [mw5068559.pdf] h3 other text : device has not been received

Event description:
Terumo received mw5068559 march 27, 2017. Reported as follows: "patient was receiving y90 treatment for liver metastatic disease. The amount needed for treatment was 12.16 mcl and due to resistance to inject the physician stopped and only injected 5.64 mcl. When the catheter was pulled it was discovered there was a small kink which prevented the full injection. Product cannot be returned to vendor until the isotope decays which will be in approximately 30 days. There was no harm to the patient other than having to return to complete treatment." "Concomitant medical dose or amount: y90 sirsphere 12.16 mcl ordered., frequency: once., lot# 190432/l, expiration date: 03/18/2017". Follow up communication with the user facility on march 28, 2017 reported the following: an sirts procedure was performed on (B)(6) 2017 on a patient using the progreat microcatheter. Prior to injecting the y-90, the doctor flushed the catheter and it was patent. After administering about 1/2 of the sirpshere dose the doctor felt resistance while injecting. Once it was determined the case could not continue any further the doctor removed the catheter to find that it was collapsed about mid way down the catheter preventing flow. The patient was reported to be stable and the treatment could not be completed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the UDI no. That was reported in the initial report. The UDI was initially reported as (B)(4), the correct UDI no. Is (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. Results - is based on evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusion - is based upon evaluation of user facility information & the returned sample; 7 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturer facility for evaluation. Visual inspection upon receipt found that the actual sample was in the state of being inserted in a competitor's catheter through a terumo's y-connector. The actual sample was removed from the competitor's catheter for further inspection. Visual and magnifying inspections found that the shaft had been crushed at approximately 400mm, and 789mm from the distal end of the device. The shaft also had been kinked at approximately 1220mm from the distal end of the device. Around the crushes and kink, there were no anomalies, such as a scratch, which could have been a trigger of the generation of the crushes and kink. There were no other anomalies, such as a crush or break, on the remainder of the device. Magnifying inspection of the lumen at the hub and at the distal end revealed no anomalies, such as an occlusion. The outside and inside diameters were measured on the undamaged segment and confirmed to meet manufacturer specifications. The bending resistance of the catheter shaft was verified to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be definitively determined based on the investigation findings. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.